Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was provided to the product surveillance team for further investigation or review. Instructions for use mentioned that "the stirring time for vacuum mixing is the same as for mixing without vacuum (30 sec)". A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. This device is used for treatment. Reported event is not related to medical condition. Review of medical record is not applicable. With the available information, the root cause of the issue is attributed to a user error. A communication has been sent to the customer.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2-foreign-south africa the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the cement paste took short time for setting. This event is related to a malfunction that could potentially lead to a sterility issue. Due diligence is in progress for this complaint; to date, whatever additional information received has been included in this report.